Event description:
When the nurse came in to check the patient, it was discovered that the IV tubing had come apart at the y connection. The supply chain management was called to remove other lots from the supply carts.